Event description:
Customer reported that the valve is broken in half. Pt is scheduled for a revision.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.